Event description:
It was reported that there was a warning on the right ventricular (rv) lead for low impedance readings. It was also noted that there was a high threshold and undersensing. Reprogramming was performed and intermittent undersensing was still present. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-35 lead, implanted: (B)(6) 2009. (B)(4).